Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
Customer requested an opinion on the data download results from a rad-8 sn (B)(4). The customer reported that the download of the rad-8 was performed by quality medical group, (B)(4). A patient on the rad-8 expired between (B)(6)-2015.